Event description:
Children's medical ventures (chmv) received a complaint from the end user on (B)(6) 2012 reporting an incident involving a heel snuggler (part number (B)(4)). Chmv was also made aware of the incident through a voluntary med watch report (B)(4) received (B)(4) 2012. The complaint alleges that a large area of discoloration to the lateral aspect left calf (1.5cm x 1.5cm) with a skin tear in center of the area was discovered on the patient following the use of a heel snuggler on (B)(6) 2012, in preparation for a blood lab draw on an extremely premature baby. The end user's inspection of the heel snuggler found a pinhole size puncture with a small amount of fluid leaking. Further correspondence with the facilities risk management resource provided additional details of the incident. The risk manager stated that the patient's wound was treated as a chemical burn. Within 24 hours of treatment the discoloration of the skin subsided. The last reported status of the patient was that the wound had completely healed and the child has been released. There were no reported lasting residual effects and the child is doing fine. A review of the complaint data base determined that there have been instances where the internal content has leaked; however, there have not been any complaints of serious injury or death associated with these complaints or with the use of this product. As part of the product's design process, hazard related to skin contact with the internal packet contents and activation temperatures above specification levels were considered and evaluated. The heel snuggler solution is comprised of (B)(4). Activation temperature is controlled through manufacturing process controls which include verification of the activation temperature on an hourly basis. A heel snuggler with an expiration date of july 2014 was returned to chmv; however, it was not the heel snuggler involved in the reported incident. The returned heel snuggler was inspected and no abnormalities were found. A review of the production records for products produced with an expiration date of july 2014 was performed and determined all products were within specification.

Manufacturer narrative:
Based on these findings and a complete review of this complaint it is concluded that the complaint allegation could not be confirmed. Although the alleged failure could not be substantiated, quality assurance has concluded that the reported complaint allegation has been anticipated in the risk analysis or in the labeling of the product and does not exceed the anticipated residual risk of using the product prior to it being released to the market. Quality assurance has further determined that no significant trend of the potential failure associated with this complaint record has been identified and that no further investigation into the alleged complaint issue is appropriate at this time. Complaint code trending will continue to be reviewed on a periodic basis.